Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 150364 - oss cemented im stem - 613590; 150476 - oss poly tibial bushing - 443300; 150477 - oss poly fem bushing - 570690; 150493 - oss reinforced yoke - 972010; 150480 - oss axle - 168970; 150478 - oss poly lock pin - 588390; 150350 - oss 3cm resurfacing femoral rt - 491030; 150412 - oss tibial poly bearing - 900400. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is unavailable by hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02319, 0001825034-2020-02321.

Event description:
It was reported that the patient underwent knee revision approximately 3.5 years post implantation due to loosening. Attempts have been made and no further information has been provided.